Event description:
It was reported that during a nephrectomy procedure, the clips would not hold after placing. They remained opened from the first clip. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Jaws. The device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead the clips would not close as intended. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.